Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump stopped working; the customer woke up and the screen was completely black. The battery was changed several times but the device kept alarming battery out limit. The patient's blood glucose at the time of incident was 350 mg/dl. The customer was unable to treat with the insulin pump and was en route to the ER during the call. The patient was mildly jittery as a symptom of their high blood glucose. Troubleshooting was not completed. The insulin pump was not returned for analysis.